Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device was opened and an internal inspection was performed, but no discrepancies were observed. The cause of the reported issue could not be conclusively determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device has both a charge pak and attention icon present on its readiness indicator. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that its internal hybrid layer capacitor (hlc) batteries had previously depleted to zero capacity, which could inhibit the device's ability to provide defibrillation therapy, if it were necessary.